Event description:
The reporter contacted animas on (B)(6) 2014 alleging a motor rewind issue. The reporter stated the piston rod was not retracting. There was no reported adverse event associated with this complaint. This complaint is not being reported because the alleged motor issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-sep-2019 with the following findings: a review of the pump black box and alarm history showed no evidence of the piston not retracting. No evidence of rewind tolerance error or motor alarms were recorded. During investigation, the rewind, load, and prime steps was performed successfully and the pump was exercised for 12 hours with no motor issue occurring. The complaint of a motor issue was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.